Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ulcer on (B)(6) 2018 with blood glucose of 488 mg/dl. Customer¿s blood glucose value at time of incident was 187 mg/dl and current blood glucose value was 162 mg/dl then jumped up an hour later 190mg/dl. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.